Manufacturer narrative:
Continuation of d10: product ID: b31000, lot# 082t31023, implanted: (B)(6) 2024, product type: accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cap would not seat on the base ring properly. It was thought by the clinician that the clip was not seated on the base ring securely despite multiple attempts and so the cap would not seat properly. They decided to leave the clip and cap and they secured the lead with a metal dog bone. They felt they needed to test the clips in the future before placing on the lead to make sure it would fit properly. They were informed it was against the manufacturer suggested use. The issue was not considered resolved and there was no patient impact.

Manufacturer narrative:
Continuation of d10: product ID: b31000, lot#: 082t31023, implanted: (B)(6) 2024, product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: b31000, serial/lot #: (B)(6), ubd: 06-nov-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.